Manufacturer narrative:
Preliminary investigation results: we did receive two used diamond burrs and two unused burrs (batch: 52550241). The complaint includes drills from two different batches. Only drills from one batch were sent in for examination. The products were investigated visually and microscopically. The coating has separated from the working end of the burr. The investigation is still ongoing within the internal initiated product safety case (psc). Further inspections of the problem are carried out. The device history records have been checked for the available lot numbers and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot numbers. Based on the current knowledge, a clear conclusion can not be drawn. Further investigation ongoing. To evaluate the necessity of corrective and preventive actions an internal product safety case was created.

Event description:
It was reported that there was an issue with elan 4 1-ring diamond burr. According to the complaint description the coating on the head of the diamond burr was peeled off and the surface became slippery during surgery. The device was replaced, no infection to the patient. Two devices were affected in one surgery. A cooling of the burr was probably not done. The surgical procedure was tlif (transforaminal lumber interbody fusion). There was no patient harm. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2020-00315 (400477481 - gp174r). 9610612-2020-00314 (400477623 - gp174r).